Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device and associated photographs. The visual inspection of the returned product noted that the instrument had disrupted timing and a tack protruding from the shaft. The handle was unable to be actuated during functional testing due to the jammed tacks in the shaft. After removal of the shaft, the handle actuated properly. The photographs showed a piece of the tack broken off from the spiral. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a rectal prolapse procedure, the coil tip of the device broke after the first firing. The disengaged component was retrieved and the surgeon continued to use the device. After a few more firings, the handle made a cracking noise and was stuck. It did not lock on tissue. To complete the procedure, another device was used. No patient injury or extension in surgical time.